Manufacturer narrative:
Correction: d4: unknown serial number should not have been populated.

Event description:
Related manufacturer reference number: 2017865-2025-17183. Related manufacturer reference number: 2017865-2025-17186. It was reported that a patient presented with an infection, thrombosis, hematoma noted on the patient implantable cardioverter defibrillator system. Surgical intervention was performed to extract the system following hospitalization. No further adverse consequences were reported.